Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No -lens not returned. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.50/+1.0/x100 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and refractive surprise. The patient experienced elevated intraocular pressure. The lens was not exchanged for another icl lens.

Manufacturer narrative:
Review of the file indicates that the lens was not implanted in accordance with the dfu requirements, patient age below 21 or over 45 years and anterior endothelium chamber depth below 3.0mm for vicl/vticl. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. Claim #(B)(4).